Event description:
During prehospital emergency transport to hospital, the patient was being externally paced for bradycardia. While pacing patient, the cardiac monitor screen was reported to have gone black for approximately five seconds. The monitor was turned off and on quickly and power was restored. Pacing levels were unchanged and pacing resumed. There was no apparent patient harm.